Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The compressor was investigated on site and the compressor tubing was found to be defective. No information if the part was replaced or returned for further investigation is available. The reported faulty part (tubings) are supposed to be replaced during the 8000 hours pm (preventive maintenance) for this model of compressor. No information about when the last pm was performed is available for this unit. The compressor mini must be serviced at regular intervals by personnel trained and authorized by getinge. The broken part is subjected to wear and tear if used during an extended period of time without being replaced during preventive maintenance. The reported unit was installed at the customers site in august, year 2009. A leakage in the compressor tubing could lead to the loss of air supply for a connected ventilator. This could, depending on oxygen level being used, result in stop of ventilation or in a lower than set pressure in the patient circuit. A low pressure alarm will be triggered if this error occurs. The root cause is for this malfunction is that the reported unit was not maintained correctly, causing the tubing to wear out.

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient involvement. Manufacturer's ref #: (B)(4).